Event description:
The device doesn¿t work normally during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available.upon investigation, the motor speed was unstable.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - france. Review of the most recent repair record determined the reciprocation arm was worn, the motor was corroded and the speed was unstable, the cable was damaged (no exposed wires) and the unit was out of calibration. The reciprocation arm, plug harness assembly, motor, bearings and screw were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends